Event description:
It was reported that the device was explanted and replaced due to early battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the complaint of premature battery depletion. The cause of the depletion remains undetermined. Other text : na.